Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also noted that the hanger assembly was broken, the lower case was contaminated and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damage to both the atrial and ventricular ports. The epg was returned for service. There was no patient involvement.